Event description:
Pca pump set at 1mg:10:30mg lockout. (1 mg every 10 minutes with a maximum of 30 mg over a 4 hour period.) Double checked by rn. 1st dose patient received was 4.8mg. Rn noted pca infusion and stopped the pump. Pump read "partial dose" after pump stopped. New machine brought in for patient. Pca pump sent to biomed with note saying "only gave partial dose". Additional follow-up reveals: the unit passed the manufacturer's performance verification testing. The event log showed that only 1 mg was the last dose delivered.